Event description:
The customer called to report motor error alarms while priming. The displacement test was performed and the insulin pump did not pass the test. The customer also stated, the insulin pump was exposed to an x-ray a few months later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.